Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with cracked retainer, cracked case behind device at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 1080 mg/dl. The customer current blood glucose level was 250 mg/dl. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. Additional information about harm code has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the customer was hospitalized due to high blood glucose, seizure and was intubated in the intensive care unit, kept for 7 days.